Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest bg of 385 mg/dl on their first day of ilet use. The user had eaten a meal and announced before eating. The ilet was delivering correction insulin doses and bg began trending down during the call. No medical intervention was required.